Manufacturer narrative:
Device not returned.

Event description:
It was reported that the wake button was difficult to press and became detached from the pump. Blood glucose was not impacted. Reportedly the customer continued to use the pump for insulin therapy.